Manufacturer narrative:
External insulation abrasion was noted at 10.5-11.5cm from the connector pin. The rv conductor etfe coating was damaged at this location. The inner coil was exposed at 10.7-11.3cm from the connector pin. This is consistent with the observation from the field of low hv lead impedance.

Event description:
It was reported that insulation anomaly and low, hv lead impedance were observed. Lead was explanted and replaced. There were no adverse consequences to the patient.